Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device upgrade procedure, the left ventricular lead could not be placed in a stable location due to patient¿s tortuous anatomy. After multiple attempted repositioning of the lead, the guidewire was stuck within the lead and could not be removed by manual means. The lead was not used and a second left ventricular lead was attempted to be implanted. However, the physician could not advance the guidewire into the lead. The lead was also not used and was replaced successfully. The patient was stable post procedure.